Manufacturer narrative:
(B)(4) date sent: 03/05/25 d4: batch #unk. Additional information was requested, and the following was obtained: is the current patient status known? Good was there any patient consequence or change in the post-operative care of the patient as a result of the event? No a manufacturing record evaluation was performed for the finished device ecr60w with lot number 519c13; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the clamp slot at the head end of the nail bin was displaced and could not be used after opening the package of the device. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 4/25/2025. Additional information was requested, and the following was obtained: according to nmpa report ,event description need to be updated: english: would not fire. It was reported that during the surgery, could not fire. Changed the new one to complete surgery. H6. Medical device problem code corrected.

Manufacturer narrative:
(B)(4). Date sent: 4/1/2025. D4: batch # 482c66. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60w reload was returned unfired with the reload pan partially dislodged from the left proximal side. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. Device history review: a manufacturing record evaluation was performed for the finished device batch number 482c66, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/2/2025. D4 batch #: 482c66. Corrected data: h6, h11. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60w reload was returned unfired with the reload pan partially dislodged from the left proximal side. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 482c66, and no non-conformances related to the reported complaint condition were identified.